Event description:
Customer reported a failure code 570. Customer reported there were no patient injuries or medical intervention associated with this report. Customer did not have information whether incident occurred during patient infusion. Although baxter requested, no additional information was provided regarding patient demographics, medication involved, or device programming informatin. No additonal contact information was provided.